Event description:
A customer reported an event of a "strong sulfer-like smell" (odor) emitting from the sterrad nx. There was no report of human reaction. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2012.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), service history, trending of the product malfunction code, failure mode and effects analysis (fmea), and system hazard and user misuse analysis (shuma), and health hazard evaluation (hhe). The DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. The service history for this unit for the past six months ((B)(6) 2012 through (B)(6) 2013) did not observe any significant trend. The trend for the product malfunction code of odor/smells was completed from (B)(4) 2013 through (B)(4) 2014 and revealed a significant trend which is addressed in CAPA. The fmea revealed the risk priority number (rpn) scores are considered acceptable. The shuma indicates the risk is broadly acceptable for mild exposure to vapor hydrogen peroxide. The hhe (health hazard evaluation) was reviewed for the risk of exposure to residual hydrogen peroxide emission. The severity and occurrence for the general population were limited (transient, minor impairment, no medical treatment required) and the product problem has been known to result in the identified harm, but only occasionally and/or under unusual circumstances. The electrode assembly was returned and tested. It was able to pass functional testing with no odor detected. The reason for return was not confirmed. The severity of the issue was defined as negligible. Review of the tracking and trending data did not identify a trend. As a result, root or assignable cause analysis could not be performed. The reported issue was resolved at the customer facility. The issue will be tracked and trended. No further investigation is necessary at this time.

Manufacturer narrative:
A field service engineer was dispatched to customer site. Odor/smell was confirmed. The die cast electrode assembly was replaced. Unit meets specifications and was returned to service on (B)(4) 2013.